Event description:
It was reported that arteriotomy closure was attempted in the common femoral artery using a prostar xl device. It was not indicated if the device was attempted to be deployed before or after the abdominal aortic aneurysm procedure. Reportedly, during needle deployment, one needle did not emerge at the top of the barrel. As per the instructions for use, a needle back-down technique was performed to remove the device from the anatomy. The physician thought that the device issue may be lot related and a prostar xl from another lot was used successfully to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Five sterile unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported failure to deploy the needles could not be determined based on the investigation findings from the tested samples. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.